Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Section b3 ¿ date of event: the date of the event was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during the prepping and flushing of a cerebase catheter (product code: gs9080sd, lot number: 31580142) the distal tip was found to be distorted with a strut visible. There was no patient injury reported. There were no procedural delays due to the event. Additional event information received on 17-apr-2026 indicated that there was no damage to the packaging. There was no difficulty in removing device from packaging. The device will be returned in its original packaging. There was no break in material integrity at the site of the defect, such as cracking or fracture.